Event description:
Event reportable based on product analysis. It was reported that during a percutaneous coronary interventional procedure, guide wire advancement difficulty occurred. The lesion was located in the left anterior descending (lad) artery. The lesion characteristics are unknown. The rotawire guide wire was advanced to the lesion with difficulty. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "no problem." However, product analysis revealed a missing solder joint on the guide wire and flaking was observed.

Manufacturer narrative:
Product analysis was able to confirm the complaint reported. The visual inspection reveals kinks at 125 cm and 142 cm measured from the distal tip. Further examination performed under microscope at 10x magnification showed the solder fillet partially missing. Regarding the distal section of the wire, poor wetting of solder material (as flakes) to the core wire surface was noted. No evidence of corrosion or mechanical abrasions was noted. No copper (cu) was detected. The actual condition of the solder joint most likely did not contribute to the complaint. A review of the manufacturing documentation confirms the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.